Event description:
The iab was inserted into the pt on 12/18/99 at 2:30 pm and removed on 12/19/98 at 12:30 pm. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, surgery was required and the pt had compartment syndrome. The iab was note returned to datascope.